Event description:
It was reported that the right monitor on the 9800 system had a touch screen error message displayed. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The right monitor was adjusted and the screen cleaned during the svc call. The system was tested and found to be working as intended and put back into svc.